Event description:
A complainant alleged that during a routine shift check by a clinician, the device displayed message code "status 44". The complainant that there was no pt involvement in the reported failure.